Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they have been having heart rates in the 40 beats per minute range and up as high as 55 beats per minute. The patient questioned whether the device was working right. No further information was available. The device is still in use. No patient complications have been reported as a result of this event.